Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45-55 (mg/dl). Reportedly, the customer attributed their low bg level to chemotherapy and recently adjustment of pump settings. Juice was consumed to address bg level.